Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the wrist of the vessel sealer extend (vse) instrument allegedly scratched and damaged the internal thoracic artery. As a result, bleeding was observed. The surgeon was able to achieve hemostasis using an unspecified bipolar device. The surgeon then proceeded with the procedure, but the bleeding was later observed during the case from the same location/source. Hemostasis was achieved with the application of pressure using gauze and the surgical procedure was completed robotically with no other issues reported. At the conclusion of the surgical procedure, hemostasis was confirmed. The estimated blood loss appears to be less than 500 ml and there was no report of blood transfusion required. In addition, there is no indication that the patient required hospitalization due to the bleeding. Attempt was made to obtain patient demographics information; however, a received response indicated that ¿information of patient cannot be provided due to personal information¿.

Manufacturer narrative:
As of the date of this report, the instrument has not been received for evaluation. Based on the available information, the root cause of the reported incident of the vessel sealer extend (vse) instrument allegedly scratched and damaged the internal thoracic artery resulting in bleeding was unable to be determined. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This event is being reported due to the following conclusion: the patient reportedly experienced bleeding due to damage to the internal thoracic artery that occurred during the procedure. In this case, the root cause of the reported incident remains unknown. Should additional information become available, a supplemental MDR will be submitted.